Event description:
The following was reported: on (B)(6) 2024, the patient was implanted with gore® excluder® conformable aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that on (B)(6) 2025, the patient presented to the emergency room with back and chest pain. Images revealed infected gore® excluder® conformable aaa endoprostheses. The physician explanted all three implanted devices. An open repair was performed. The patient tolerated the procedure. Reportedly, when the patient was implanted, there was no infection.

Manufacturer narrative:
Patient medications: voltaren and simvastatin. According to the gore® excluder® aaa endoprostheses instructions for use (IFU), potential device or procedure related adverse events section includes but is not limited to endoprosthesis infection and conversion. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.